Event description:
It was reported that the device may have depleted prematurely. It was also reported that the device was unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis of the data revealed a sudden voltage drop, though the exact cause of the voltage variations found in the device data was unconfirmed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant products: 4968 implantable pacing lead - (B)(6) 2006. (B)(4).